Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 303 mg/dl. Current blood glucose was 150 mg/dl. Blood glucose was greater than 300 mg/dl. Today customer received 3 no delivery alarms. Customer also received with insulin flow blocked alarm. Customer wearing the pump at time of hospitalization. Customer did request to stop troubleshoot for high blood glucose but to find out the reason for no delivery alarms today. The insulin pump will not be returned for analysis.